Event description:
The product was a mechanical lift that the bolt came out of the lift during transfer. The patient fell and sustained rib fractures. Here is the make and model number. Invacare reliant 450, ref: rpl450-2, sn: (B)(4). FDA safety report ID# (B)(4).